Event description:
A report was received that a patient underwent an ipg revision due to difficulty charging his implant. The patient underwent a non-device related surgery and has experienced charging difficulties since. A database analysis shows that the device exhibits premature battery depletion. The patient's ipg was replaced during the revision and is reportedly doing well following the procedure.

Event description:
A report was received that a patient underwent an ipg revision due to difficulty charging his implant. The patient underwent a non-device related surgery and has experienced charging difficulties since. A database analysis shows that the device exhibits premature battery depletion. The patient's ipg was replaced during the revision and is reportedly doing well following the procedure.

Manufacturer narrative:
The device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint was verified. The ipg battery was depleting prematurely due to aic-u1 damage. Exposing analog ic to high-electromagnetic or voltage transient can cause this type of failure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4)